Event description:
It was reported that the ventilator generated noise and failed pre-use check. There was no patient involvement. Manufacturer's ref.(B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015 it was reported that the ventilator failed the pre-use check - safety valve test and that a clicking noise was heard after the failed test. The ventilator was investigated onsite by our field service engineer (fse), expiratory channel printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the provided logs. The returned pcb were tested in a ventilator in our ventilator laboratory. The reported issue could be reproduced. The pcb's transistor was then measured* and it deviated around 500 kohm. Based on the information above this complaint will be closed. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board.

Event description:
Manufactures reference ID: (B)(4).